Manufacturer narrative:
The device was returned for evaluation. The visual inspection of the returned product revealed that the front bezel bracket was bent. A functional evaluation performed on the device revealed that the system fault indicator illuminates at start up. The user interface printed circuit board was defective. A review of the production order did not reveal a manufacturing abnormality that could cause or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over 14 months, but no similar events for the serial number based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review concluded that there are no prior escalated actions related to this part number and failure mode. A factor that could contribute to the reported event include damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable devices be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the device failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during debridement with the versajet ii console on both legs of a patient. While using the console and disposable handpiece, the red light on the console with the triangle with the exclamation mark came on. Attempts were made to turn the console on and off and unplug it, but the light would not turn off. Treatment was promptly resumed after a significant delay (30-45min) using a s+n backup device. The patient did not suffer any injuries as a result of this problem.